Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was not reported. It was not reported if an autopsy was performed. The patient had been on automated peritoneal dialysis (apd) prior to death. However, it was not reported if apd was ongoing up until the time of death. It was not reported if the patient was connected to a baxter home choice device or if the patient was performing (pd) therapy with baxter solutions at the time of death. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.